Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00041 and #1828100-2016-00042. The reported complaint was confirmed. The fsr found the unit was leaking from worn and damaged tubing and elbow fittings. He replaced worn and damaged parts, tested the unit for leaks with no further issues. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity (during repair for emdr #1828100-2016-00041 and #1828100-2016-00042), the field service representative (fsr) found the cooler heater unit was leaking from front and side of unit. There was no patient involvement.